Event description:
Canine underwent right forequarter amputation with the emc electrosurgical generator and the neutral pad was placed on the dog's back with a small portion (approximately 2 inch triangle) contacting shaved skin while the remainder contacted fur. The burn was located in the shaved area where the neutral pad contacted the skin directly, was minor in nature and did not require subsequent interventions or treatment. The neutral pad was misapplied to the patient (dog) by being placed over both shaved and fur covered areas. The difference in impedance over the pad caused a concentration of energy in the low impedance area and caused a burn. Although this emc was being used for veterinary applications, the product is also available for human applications. The likelihood of a similar event occuring in a human is low as there is less opportunity for the drastic difference in impedances as that between fur and skin in veterinary applications.